Event description:
Customer alleged, a pt was resting against one of the intermediate siderails, while being cleaned by two caregivers. The siderail fell and the pt went over the side of the bed. The caregivers held the pt from falling to the floor. The customer alleged there was an injury; however, no details of the injury were given.

Manufacturer narrative:
The hill-rom field tech inspected the bed and found that the right intermediate siderail bracket had two loose bolts. The tech tightened the bolts; however, he stated, "the siderail latched correctly before and after he tightened the bolts."